Manufacturer narrative:
During the analysis, the lead properties were thoroughly tested visually and electrically. During the visual inspection of the lead, fraying of the insulation was noted 20.5 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing ans friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 10 months, oversensing with capacitor charges was reported via home-monitoring. No deterioration of the patient¿s state of health was reported.